Event description:
Reported pt having cranial implant placed on (B)(6) 2023. Had staph infection shortly after and was discharged on (B)(6) 2023. Will be getting hospitalized again as he is showing signs of necrosis.